Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm that happened while using intra aortic balloon on patient. They restarted therapy without issue. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.